Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory. The event was due to code corruption consistent with error in the integrated circuit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for a follow-up. During the interrogation, the pulse generator went into backup vvi mode. A download was not performed due to a low battery status. The device was explanted and replaced on (B)(6) 2019. The patient was fine after the procedure.